Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient generated on an architect i2000sr analyzer. Two years ago, the patient had generated a result of 50 u/ml. On (B)(6) 2014, this patient generated a result of 4565 u/ml. On (B)(6) 2014, a new sample was taken from this patient and generated a similar elevated result as seen on 20 february 2014 (exact value not provided). No suspect results have been reported from the lab. There is no impact to patient management reported. The customer sent the sample to a reference lab, which generated the following results: neat = greater than 1200.00 (units of measure are u/ml); auto-dilution = 4297.14; 1:2 = 4608.62; 1:4 = 4638.96; 1:16 = 4784.40; 1:32 = 4657.92; 1:64 = 5063.68; 1:128 = 4269.44. The sample was also treated with neuraminidase and tested with a result of less than 2.00 u/ml (with a control of 31.80 u/ml).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of the suspect reagent lot. An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. There is not enough information to reasonably suggest a malfunction as the issue was for a discreet patient sample and troubleshooting of the patient sample indicated the sample likely contains ca 19-9. No further issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).